Event description:
A disconnection of the instrument from the pt with visual, however, without acouslic alarm. The instrument specifications foresce in case of a pt disconnection both visual and acoustic alarms.